Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely an extrusion of the implant. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to a device deficiency having caused the observed symptoms. This is a final report.

Event description:
Since (B)(6) 2017 reportedly a part of the magnet was exposed. In (B)(6) 2019 the magnet was mostly exposed and additionally the skin condition suddenly became worse. The user disinfects the skin and wears the audio processor on the gauze. In addition, necrosis and infection in the area of the implant housing was found. An infection was diagnosed after the exposure of the device. The users access to sound decreased. There is no allegation against the device. Magnet strength #2 is in use. An explantation surgery was performed on the (B)(6). Re-implantation surgery is scheduled for a later point in time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2017 reportedly a part of the magnet was exposed. In (B)(6) 2019 the magnet was mostly exposed and additionally the skin condition suddenly became worse. The user disinfects the skin and wears the audio processor on the gauze. In addition, necrosis and infection in the area of the implant housing was found. An infection was diagnosed after the exposure of the device. The users access to sound decreased. There is no allegation against the device. Magnet strength #2 is in use. An explantation surgery is scheduled is scheduled on (B)(6). Re-implantation surgery is scheduled for a later point in time.